Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) regarding erroneously depressed loci high-sensitivity troponin I result on a patient sample on a dimension exl with lm integrated chemistry system. Siemens reviewed the analyzer data and confirmed quality control (qc) recovery was within range on the day of the incident and calibration was acceptable. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse performed testing on fluidics and motor. And observed malfunctioned reagent 2 (r2) flush pump. The cse replaced r2 syringe tip, cleaned and lubricated r2 pump motor screw. The cse also primed, retested pump which passed. The cse checked r2 alignments several times which was consistent. Then the cse replaced sample and r2 probes, removed and cleaned heterogenous module (hm) wheels and covers. Next, the cse replaced loci insert, loci alignments, suction cup and reset statistics and cycled 50 times recovering green values and calibrated hm ring temperature. Further, the cse found kink in sample probe tubing at syringe, therefore replaced sample probe tubing, hm/sample drain and cleaned windows, aligned photometer, primed system, ran and passed system check and qc recovered within range. Siemens further evaluated the event and concluded that the faulty r2 syringe potentially contributed to this event. The instrument is performing according to specifications. No further evaluation is required.

Event description:
The customer reported that erroneously depressed loci high-sensitivity troponin I result on a patient sample on the dimension exl with lm integrated chemistry system. The erroneous result was reported to the physician and was not questioned. The sample was repeated on the same dimension exl with lm integrated chemistry system. The repeat result obtained was higher, matched clinical history and considered correct. The repeat result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the event.